Event description:
During troubleshooting for an unrelated alarm on the home choice (hc) machine, it was reported the homechoice had overheated solution during peritoneal dialysis therapy. It is unknown what step of therapy this occurred. The home patient (hp) was connected. Follow-up determined the patient completed therapy using the same supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time. Report two of two.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: a service history review showed no failures/problems that were the same as, or similar to, the current difficulty. In addition, there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.